Event description:
It was reported to philips that the device failed opcheck for the ECG cable. There was no patient involvement.

Manufacturer narrative:
Submitting supplemental as the follow-up did not process with method, result & conclusion codes.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.